Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported as instruments were being moved in and out of the trocar the gasket on the trocar flapper valve dislodged and leaked carbondioxide. Another trocar was pulled to finish the case. There was no consequence to the pt.